Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Before the explant procedure could be performed, the patient passed away. The cause of the patient's death is not known and the physician does not suspect the device contributed to the patient's death.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Session records were received and analyzed by abbott technical support. Analysis revealed asynchronous pacing was observed from (B)(6) 2022. Review of the session records were unable to determine if the asynchronous pacing was due to the patient¿s condition or the device.

Manufacturer narrative:
The reported event of electronic performance indicator alert was confirmed. The device was received with normal output and telemetry communication. Analysis of device image indicated that the device met its expected longevity based usage. It was also noted that the device battery current increased, consistent with increased pacing at the time of patient death and the reported electronic performance indicator alert. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that during visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.